Manufacturer narrative:
Device has not been received by the manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Part number 03.632.072 is associated with lot 6657959. Quick connect coupling (part number 03.611.059 with lot 565270f06) was slipping and has rounded edges.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Unknown when pain started. Matrix spine system implant at t11 for decompression in (B)(6) 2015, exact date unknown. On (B)(6) 2015, a total of 6 titanium matrix locking caps, part number (B)(4), were explanted device is expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a matrix spine system implant at t11 for decompression in (B)(6) 2015, exact date unknown. Patient began experiencing pain on unknown date and was found to have degeneration from t7 to t10, date unknown, imaging will not be available. Patient returned to the operating room for extension of the matrix system from t7 to t11 on (B)(6) 2015. During removal of the titanium matrix locking caps, part number (B)(4), quantity of 6, the tip of the following instruments became twisted; a t-handle t25 stardrive shaft, part number (B)(4), lot number 6457244, quantity of 2, a t25 stardrive shaft, standard, part number (B)(4), lot number 6677712 and a stardrive shaft, long, part number (B)(4), lot number 565270f06. There were other instruments immediately available. There was no surgical delay or patient harm reported. A total of 6 titanium matrix locking caps, part number (B)(4), were explanted. No additional information will be available. This report is 2 of 8 for (B)(4).